Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump reboot events were observed in the black box on (B)(6) 2015. The slot on top of the battery compartment was found to be cracked. There were battery compartment cracks observed in the thread area and below grip pad. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. There was evidence of additional moisture contamination inside the pump on the battery canister.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.